Event description:
During follow-up, the right ventricular (rv) lead impedance had decreased and pacing threshold had increased. The rv lead was explanted and replaced due to noise and oversensing. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces. On the connector piece, one lead-to-can external insulation abrasion breaching svc cables lumen was noted at the cut end of this piece. Svc cables etfe coating was intact and the inner coil was not exposed in this abrasion region. One lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted on is1 connector leg which most likely caused the complaints reported from the field. On the distal piece, two external insulation abrasions breaching re cables lumen due to friction to another device or feature of the heart were noted between svc shock coil and suture sleeve impression region. Re cables etfe coating was intact and the inner coil was not exposed in these abrasion regions. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found on these two pieces were consistent with those occurring at time of explant.